Manufacturer narrative:
Additional information was received that the patient underwent an ipg revision and a database analysis reported premature battery depletion. The patient had an ipg replacement and is reportedly doing well following the procedure. Device evaluation indicated that the complaint of premature battery depletion was confirmed. The analog ic was damaged. The root cause of the analog ic damage could not be determined.

Event description:
A report was received that the patient was having difficulty charging. The field clinical engineer indicated that the ipg was not holding a charge. An ipg revision has been recommended.

Event description:
A report was received that the patient was having difficulty charging. The field clinical engineer indicated that the ipg was not holding a charge. An ipg revision has been recommended.